Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient was experiencing nausea, abdominal pain, and was vomiting. The patient¿s cgm was reading 263 mg/dl and the bg meter was reading 600 mg/dl. The patient¿s wife took him to the ER, where he was diagnosed with dka and admitted to the ICU. The patient was treated with insulin. The patient was discharged home after 4 days. The patient was a ¿little weak¿ but doing fine at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.